Event description:
I used the philips resmed CPAP for over 5 years, upon hearing of the recall, I suspended use of the machine. Within a month, I experienced a dvt, with my leg swelling dramatically and pain so intense I could barely walk. I was given 6 months of blood thinners and slowly my leg returned to normal. Approximately 13 months later I hit my leg while moving furniture and experienced another dvt, this time it was recommended I stay on blood thinners indefinitely. Subsequently, I worked with my doctor to try and determine a cause of the dvt and, after running every test my doctor and blood experts thought would reveal a cause, all tests were negative. I have had no personal or family history of clots and the issue occurred after suspending use of the machine, forever altering the course of my life. The device was sent back to philips as part of the recall. The CPAP model is a remstar auto system one, 60 series.